Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: a blue reload was fired but didn't staple not cut evenly but made 2 jagged openings in the stomach. One of which was fairly large. Current pt status: pt had a leak and entered the ICU. Surgeon comments: it was a rather standard stomach with fair wall thickness. No excessive force was applied on the stapler. The bleeding was managed laparoscopically and the opening in the stomach was sutured manually. There was no unanticipated tissue loss. There was unanticipated extension of the incision by more than one inch. There was bleeding reported in excess of 500cc or more. The case was extended by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device.